Event description:
It was reported that the male external catheter had strong adhesive and difficult to remove. Stated that the male external catheter was difficult to unroll. The user had to use scissors while removing the male external catheter and not using any water or adhesive remover when attempting to remove the product. Also stated that the skin become tender where the product adhered and the user had spoke with pharmacist and doctor about the issue. Also confirmed that they stored products in a cool dry area.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation noted 16 unopened coloplast male external catheters were received. No obvious defects were noted. Adhesive peel test was performed. Six samples were tested as one sample yielded no results. Samples were cut to the required width (1.00" +/- 0.05"). Adhesive peel strength was found to be high out of specification (1.34-4.30 lbf) for three of six samples tested. Although an exact root cause could not be determined, a potential root cause was mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Make sure penis is clean and dry. 2. Trim pubic hair as necessary. 3. Place the rolled catheter sheath on the head of the penis leaving a small space between the end of the pe-nis and the cone end of the catheter. If uncircumcised, leave foreskin as is over the head of the penis. Slowly unroll the sheath all the way up to the length of the pe-nis. Unroll slowly. 4. Squeeze the sheath all around to seal sheath to the skin and to seal off any wrinkles. 5. If too snug at base, snip unrolled portion of sheath between penile scrotal junction with a blunt scissor. 6. Removal is easy; grasp end of the sheath at the base and roll forward gently." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that the male external catheter had strong adhesive and difficult to remove. Stated that the male external catheter was difficult to unroll. The user had to use scissors while removing the male external catheter and not using any water or adhesive remover when attempting to remove the product. Also stated that the skin become tender where the product adhered and the user had spoke with pharmacist and doctor about the issue. Also confirmed that they stored products in a cool dry area.